Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml was missing label on tube. The following information was provided by the initial reporter, translated from (B)(6) to english: mgit tube has no identifiable label.

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1078376 was satisfactory per internal procedure. Filling, labeling, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and four other complaints have been taken on this batch for labeling. Retention samples from batch 1078376 (100 tubes) were available for inspection. No defects were observed in 100/100 retention tube samples. All 100/100 retention samples had properly affixed labels. One photo was received to assist with the investigation: the photo shows three tubes inside of a plastic bag. All three tubes have no labels. No product information is presented in the photo. Without product information such as batch number/lot number, a photo alone cannot confirm a complaint. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend for complaints for labeling.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml was missing label on tube. The following information was provided by the initial reporter, translated from chinese to english: mgit tube has no identifiable label.